Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump vibrate feature does not work. Customer's blood glucose was 30 mg/dl at the time of incident. Troubleshooting found that customer didn't know that their insulin was low because pump did not vibrate. Troubleshooting also found that the pump vibrate feature did not pass the self test. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received unable to vibrate due to broken vibrator black wire. However, the insulin pump had normal operating currents and passed the a21 error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No cosmetic damage noted during our physical inspection.